Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an endovascular tambe procedure utilizing a gore® excluder® thoracoabdominal branch endoprosthesis. Reportedly, it was a struggle to get the main body tambe graft to its intended location as patient's anatomy had extreme tortuosity. This resulted in a dissection from the tambe graft to the proximal thoracic aorta which was resolved by adding a gore® tag® conformable thoracic stent graft with active control system. Overall deployment of the tambe main body went well with all branches patent and final angio showing everything deployed successfully. It was at this point, the dissection was noted. Physician stated that the proximal thoracic dissection was not there pre-operatively but due to patient's anatomy, they had to do multiple maneuvers and rotations of the tambe graft to get it to the intended location, hence, dissection most likely occurred at that time. Procedure ended successfully. The follow up (date unknown) CT scans that everything is resolved.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® thoracoabdominal branch endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur and/or require intervention include but are not limited to dissection. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.